Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Left side metafix revision due to bone fracture from a fall/trauma. Stem and head implants explanted. Cup and liner implants remain in-situ.

Manufacturer narrative:
Investigation still in progress as of 18-jan-23.

Manufacturer narrative:
No complaint devices were returned to optimized ortho by the customer. Thus, the device processing files were investigated. This adverse event was caused by solely by the patient¿s condition(s), where the conditions could be pre-existing or occurring during device use. This failure mode is not associated with the use of ops technology in the primary surgery. The design of patient specific guides has been determined to be unrelated to the failure mode of trauma. There is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. Therefore, the case is now considered closed.

Event description:
Por_ax_56388 revision due to bone fracture from a fall/trauma